Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was reported that the customer's qc retest values were somewhat higher than the standard values, so the customer performed a recalibration. A "sigl" data alarm also occurred with some samples not outputting values. The customer changed the pinch valve tube on (B)(6) 2024. The field service representative found a dripping probe due to a loose tube connector. He tightened the nipple, which appeared to resolve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 2 patient samples on a cobas e 411 analyzer (disk system). Sample 1: the initial result was 3000 pg/ml. The repeated result was 50 pg/ml. Sample 2: the initial result was 265 pg/ml. The repeated result was 49 pg/ml. When the samples were retested, the values were close to the values of previous tests.